Event description:
The report indicated that the customer's bgs remained consistently high (266-500mg/dl) after activating a new pod. Multiple manual insulin injections were administered which were ineffective at lowering her levels. The cannula was reportedly kinked, though no alarm was initiated by the pod. The pod was removed and replaced; her bgs successfully lowered following the application of the new pod. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusin alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.